Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 233mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.